Event description:
During a phacoemulsification procedure, this unit would not calibrate in the phaco mode and has trouble with the irrigation/aspiration mode. Another unit was used for the procedure.